Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reproducible with isometric testing and resulting in auto mode switching was observed on the atrial lead. Programming changes were made. The lead was being monitored. The patient was stable.